Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg would not communicate with external devices. Patient reported that they underwent a procedure in (B)(6) 2018 and did not put the ipg into surgery mode. Troubleshooting was attempted without success. The ipg is considered inoperable.